Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer¿s blood glucose (bg) level was not impacted. A pump system check was performed, the cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed out all of their supplies, delivered a 2-unit test bolus and another occlusion alarm announced. Due to the ongoing occlusion alarms, the pump would be replaced. The customer was to use the current pump for diabetes management while the replacement pump arrived.